Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: there was no pump reboot events observed in the pump's black box history. A motor error alarm was observed in the black box on (B)(6) 2016 but it was not duplicated during the investigation. The pump was exercised for 24 hours with no loss of power occurring. The battery compartment was cracked. The display screen was dim and discolored.